Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the occurrence of the reported ergonomic errors and the system shutdown. The fse narrowed the probable causes of the issues to the card cage, ssc advanced display driver (sadd), and the armrest rolling loop harness. The fse replaced the three components to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis of the returned card cage is currently in progress. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the or staff called after a procedure to report an error message indicating that console 1 touchpad and ergonomics were not available. The site later called back to report that an issue previously reported had returned. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the occurrence of the reported ergonomic errors and the system shutdown. The fse narrowed the probable causes of the issues to the card cage, ssc advanced display driver (sadd), and the armrest rolling loop harness. The fse replaced the three components to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The sadd was returned for failure analysis. The reported issue was confirmed based on documentation, but could not be reproduced during testing. In via lighthouse review logs, error 32127 was found confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The sadd was installed onto a golden system where the component functioned as expected. Ten power cycles were conducted, after which the sadd board was left to idle in the golden system for 111 hours without any issues. The card cage assy was returned for failure analysis, and the reported errors 32127, 25730, and force restart failure were confirmed but not replicated. In artemis, this errors 32127 and 25730 were found indicating that it did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. This card cage assy was installed, successfully programmed and tested on an dv5 in-house golden system, with no issue, no errors triggered at startup. Run multiple power cycles with no failures and no errors triggered. This unit was idling for 1.5 hours in normal mode, with no issue and no errors triggered. System bootup normal as expected. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported issue could not be determined by the failure analysis findings but may be related to the armrest rolling loop harness that the fse replaced. Section h: annex c, d updates.

Event description:
Refer to h11 for follow-up information.